Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15062, reference MFR report: 1627487-2015-15063. Follow-up information indicated additional diagnostic testing again revealed low impedance readings. X-rays were taken and the ipg appears to be at a 45 degree angle. Surgical intervention may take place at a later date as the next course of action.

Event description:
Device 1 of 3: reference MFR report: 1627487-2015-15062, reference MFR report: 1627487-2015-15063. It was reported the patient experiences uncomfortable stimulation. The patient indicated he felt an intermittent burning sensation at the lead site which is unrelated to position or movement. Diagnostic testing indicated low impedance readings. Reprogramming was initially able to provide good stimulation coverage. X-rays were taken and no anomalies were noted. The patient indicated his physician suggested explanting and replacing the scs system. The patient is considering if he desires to undergo surgical intervention and is to consult with his physician as the next course of action. The patient also reported he experiences discomfort at the ipg site while charging and changing stimulation programs (reference MFR report: 1627487-2015-15060).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.